Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer forgot to adjust the pump time for daylight savings. There was no impact to customer's blood glucose level. The customer stated they had already adjusted the pump time.